Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not troubleshooting their high blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Device was programmed with test minilink transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. (B)(4).